Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 100 units of cold insulin. The customer's blood glucose level was 130 mg/dl. Recommendation was made by tandem technical support to load the cartridge with room temperature insulin per labeling instructions. The customer confirmed a new cartridge would be loaded after the call.